Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for blood glucose test low results. The customer is concerned with tests results from meter to meter comparison of 84mg/dl. The customer's expected fasting / non-fasting) blood glucose test result range is 145mg/dl to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 02/14/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer got reading of 84mg/dl true result vs 118mg/dl on a onetouch (non-true product brand).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor fill. Correction. Correction of most likely underline root cause:user's test strip had a poor fill. Correction of device returned for evaluation:yes, 6/6/2016. Correction of device evaluated by manufacturer: checked.

Event description:
Consumer reported complaint for blood glucose test low results. The customer is concerned with tests results from meter to meter comparison of 84mg/dl. The customer's expected fasting / non-fasting) blood glucose test result range is 145mg/dl to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 02/14/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): the 84mg/dl (B)(6) 2016 12:07 pm fasting: yes. Customer got reading of 84mg/dl true result vs 118mg/dl on a onetouch (non-true product brand).